Event description:
Pt had placement of a hohn single lumen subclavian catheter on 02/10/97. On 07/07/97, the pt presented to the oncologist's office for removal of the catheter. The catheter sheared off requiring transport to the med ctr where the residual portion of the catheter was removed from the pt's left subclavian vein under fluoroscopy. The pt was admitted to the med ctr for over-night observation.